Event description:
According to the reporter: procedure: proctectomy. During the procedure the plastic part between the shaft and gold cylinder was broken. The device head was maximally articulated and excessive pressure was not applied on the device. All broken pieces were retrieved from the cavity. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).